Manufacturer narrative:
E1: initial reporter first name: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified infusor underinfused. After 24 hours, a large volume of drug remained in the device. This was discovered during patient use. The device was filled with 16g piperacillin/tazobactam in sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.